Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Date of birth - 1949. Additional event for this patient reported on medwatch number 1825034-2016-01997. Device remains implanted.

Event description:
Patient enrolled in a clinical study reported experiencing left knee pain approximately one year post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.